Event description:
It was reported that at the beginning of a da vinci si revascularization procedure, the monopolar spatula instrument would not energize when the surgeon applied cautery energy. An isi representative present during the surgical procedure contacted isi's technical support engineering (tse) for troubleshooting assistance. With the assistance of the tse, the site swapped the cautery cable and reseated the energy activation cable, however, the instrument would not cauterize. At this time the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure.

Manufacturer narrative:
Upon follow-up with the site by an isi field service engineer (fse), the or manager indicated that no field investigation by the fse was required, as functional testing of their da vinci system, instruments and accessories found that the they functioned properly and that the surgeon's inability to apply cautery energy was likely due to poor patient grounding and/or improper system setup. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.